Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: vessel locator wings did not hold at the artery wall. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in training in the use of the device, attempted arteriotomy closure in the common femoral artery, after an interventional procedure. Reportedly, after following the step by step instructions for use, when adjusting the device to the proper angle to deploy the clip, the vessel locator wings did not hold at the artery wall losing vessel access. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was available.